Event description:
It was reported that the ilet sleep/wake button was unresponsive, preventing the screen from waking and requiring placement on a charger to access the device; a restart did not resolve the issue, a video demonstrating the failure was provided, and a replacement device was arranged with notification that the replacement would not be watertight. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included user education on device management and data syncing and confirmation of backup therapy availability. Investigation included technical troubleshooting by phone and remote review of user-provided evidence. Investigation of this case revealed a hardware failure of the sleep/wake button consistent with a nonfunctional user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.

Manufacturer narrative:
Initial.